Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse event and does not require additional investigation.

Event description:
It was reported that the user experienced an infection at the insertion site. Shortly after insertion, the user noticed redness and swelling around the incision site but initially did not seek treatment, believing the symptoms were related to the recent procedure. On (B)(6) 2026, the condition worsened with the appearance of pus and blood drainage from the site, prompting the user to seek medical evaluation. The infection was confirmed by the treating healthcare provider, who prescribed an antibiotic. The user reported no other infections, and the healthcare provider was aware of the event. The user was scheduled for further evaluation to determine whether the sensor should remain in place or be removed. Dms confirmed that the user continues to use the system and is receiving up-to-date information.